Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 31 mg/dl. Customer stated that she had high blood glucose at home and she over bolus. Customer also stated that she had pancreatitis and was felling sick. Customer reported that at the hospital she had an MRI and when the test was done her insulin pump stop working, the display window was black. Nothing further was reported.